Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implant never helped relieve their pain. Pt stated every time they would cough or sneeze they'd get shocked. Pt stated this was all immediate when they were implanted with the device so they stopped using therapy. Pt mentioned they are in a lot of pain so they're considering surgery. Pt also mentioned that they want their device removed.